Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and tube have foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely that cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had stripes on the monitor. The issue was identified during device inspection for use. There were no reports of patient harm.